Event description:
While in the recovery room, the patient reported having a degree of recall during a procedure. The tec 6 vaporizer was initially used in the case, and the agent monitor reportedly did not pick up any agent. The clinician reportedly switched to sevo. The anesthesia monitor did not pick up any agent for 5 minutes, then the monitor read very low output, and then it reportedly did not read any agent.

Manufacturer narrative:
The equipment was checked by a ge field service representative. The equipment was found to function within manufacturer's specifications, except the tec 6 vaporizer was found to have output high to specification. The hospital will not release the vaporizer to ge for further investigation. It should be noted that, according to ge healthcare records, this unit has not been serviced since 2004. As stated in the tec 6 operation and maintenance manual, the tec 6 vaporizer requires servicing every 2 years. Further investigation into the alleged complaint cannot be performed until the hospital releases the tec 6 vaporizer for investigation. If the vaporizer is released, a follow-up report will be submitted.